Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the instrument was returned to isi for review. The correct batch/lot information is 471049-08 / k10240912-0066. A robotic assisted incarcerated incisional hernia repair with mesh was being performed. The event date of the reported issue occurred on 7/08/2025. There was no injury to the patient. No fragment fell inside the patient¿s anatomy. Correction to section d : primary product batch/lot number was updated to k10240912 0066.

Manufacturer narrative:
The 8 mm cadiere forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
On 07/25/2025, intuitive surgical, inc. (Isi) received mw5172589 stating: intuitive davinci cadiere instrument cable grip broken/frayed.